Manufacturer narrative:
The manufacturer is in the process of following up to obtain additional information about this event. Device disposition not presently known.

Event description:
A carbomedics standard valve, size 25, was implanted on (B)(6) 2014 at the mitral position. The valve was explanted on (B)(6) 2018, and replaced with size 27 carbomedics standard.

Manufacturer narrative:
Manufacturer received confirmation that no information is available.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer was unable to obtain further information about this event. As such, the root cause cannot be determined. However, based on the document review performed, no manufacturing deficits were identified. Based on the available information, it is possible that mis-sizing and user error may have contributed to this event, but this cannot be confirmed without further information.